Manufacturer narrative:
(B)(4). The complaint chamber is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via our distributor that distilled water was leaking from an mr290 autofeed humidification chamber water feedset. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) chamber was returned to fisher & paykel healthcare (B)(4) and was visually inspected. Results: inspection of the complaint feedset tube and water bag spike revealed that the feedset tubing was completely separated from the spike. There was sufficient glue present on both components. Conclusion: we were unable to determine definitively the root cause of the reported fault. Our previous investigation of similar complaints have shown that such problems have been caused by the user removing the spike by grasping the tubing instead of the spike. We have conducted extensive testing of the (B)(4) chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome or water bag spike in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of (B)(4) newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on (B)(4) chambers from each production line. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. The user instructions which accompany the (B)(4) chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." Our monitoring and trending of complaints of loose water bag spikes on (B)(4) feedsets has a rate of occurrence of (B)(4) devices per million sold worldwide in the last year to the end of (B)(6) 2014.

Event description:
A hospital in (B)(6) reported via our distributor that distilled water was leaking from an (B)(4) autofeed humidification chamber water feedset. No patient consequence was reported.